Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer filled reservoir with insulin and prepared for using the reservoir, the piston could not move, and the air bubbles could not be removed. The customer's blood glucose value was unknown. When the needle part was replaced, one reservoir was improved, and the other reservoir was not improved. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per (B)(4) and (B)(4). Found no occluded, no air bubbles anomaly during filling. Also, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers.